Event description:
On april 8, 2008, it was reported to boston scientific that two percuflex stents were used in the following events: in 1999, male underwent a miles operation and adjuvant irradiation therapy for rectum cancer. As a result of this therapy, the patient suffered from bilateral uretal strictures. Bilateral double j ureteral stents were inserted and exchanged at regular intervals. Four years after the start of the patient stenting, the patient experienced gross hematuria and dysuria. The patient returned to the hospital for "evacuation of the bladder failure". When the right double j stent was exchanged, massive bleeding from the external opening of the urethra was observed. Retrograde pyelography revealed right uretero - iliac arterial fistula. Since stent treatment was ineffective, the physician performed right common iliac artery embolization and femoral -femoral artery bypass. Two days post procedure, gross hematuria developed. When the left ureteral stent was exchanged, active bleeding from the external meatus of the urethra was also noted. Angiography showed extravasation from the left common iliac artery. The patient was diagnosed with left uretero-iliac arterial fistula. Finally, right axillo femoral artery bypass was performed which has achieved long term good control of the uretero arterial fistula.

Manufacturer narrative:
An evaluation cannot be performed; therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. Three possible lots have been identified for the device: 11347129, 11229836, and 1129838. A review of the device history record (DHR) was performed on these lots, no related issues. A search for similar complaints was conducted; no additional complaints have been recorded for these lots.